Event description:
Baxter germany reports a lead in the tubing of a transfer set. Per complaint coordinator, pt developed peritonitis and was treated with antibiotics as an outpatient; however, home pt was subsequently admitted into the hospital on 1/22/99. Per complaint coordinator, pt is currently being treated with aminoglycoside and stapenor, ip. The physician could not confirm whether the peritonitis was the result of the transfer set leak.